Event description:
It was reported that when the box was opened the tip of the blade was broken off. The device was not used. Another device was available and the procedure was completed.

Manufacturer narrative:
Additional info will be provided once investigation is completed.